Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm leaked blood during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the pregnant woman was given disposable indwelling needle to replenish the patient's fluid during cesarean section in our hospital. During the use, it was found that the needle was oozed and oozed blood. The nurse found in time, replaced the site, re-puncture".

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. Leakage test the (B)(4) retained samples, all passed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm leaked blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, the pregnant woman was given disposable indwelling needle to replenish the patient's fluid during cesarean section in our hospital. During the use, it was found that the needle was oozed and oozed blood. The nurse found in time, replaced the site, re-puncture"